Event description:
It was reported that the patient experienced diaphragmatic stimulation, and the left ventricular (lv) lead was found to have dislodged back into the superior vena cava (svc). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m lead implanted: (B)(6) 2012; 5076 lead implanted: (B)(6) 2012.